Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that a silent nite 3d device with a broken anchor on the upper arch was returned by (B)(6) additional information confirmed that the male patient had a broken device. No additional event information is available.